Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reload broke off inside of the patient. The needle broke in half and an x-ray needed to be performed to retrieve the needle. The needle was located inside of the trocar cannula and was then retrieved. A new reload was used, which jammed and the needle was stuck in the gastro-jejunal anastomosis. The surgeon retrieved the needle after numerous attempts. Another device was opened to correct the condition. The surgical time was delayed by more than 30 minutes due to the product problem. The delay did not have an adverse effect on the patient.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. Device two was returned loaded with a bent needle. Device one was returned with a broken needle in the right jaw and with tissue matter in the other jaw; the broken needle was broken at the suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).